Event description:
The patient was admitted to the hospital for removal and replacement of bilateral breast implants secondary to deflated right breast implant. At the time of surgery, a small linear hole was noticed on the periphery of the right breast implant. These breast implants had been placed in 1993. The manufacturer is unk. The patient authorized the hospital to dispose of her surgically removed breast implants.